Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, and the battery issue was verified in the pump logs; however, no failure was identified.